Event description:
It was reported that approximately 25 days post catheter placement through right femoral vein, the device allegedly had an external leak. It was further reported that the port allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record is not required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported fracture and leakage. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 06/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2024). Device pending return.

Event description:
It was reported that approximately 25 days post catheter placement through right femoral vein, the device allegedly leaked. There was no reported patient injury.